Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the light source exhibited emergency lights that came on frequently. The issue occurred during preparation for use on an unspecified procedure. The intended procedure was completed using a similar set of equipment. There were no reports of patient harm associated with the event.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Corrected fields: g2. Additional information added to field h3, h6. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 05 years since the subject device was manufactured. The device was returned to olympus for inspection, and the customer's complaint was not confirmed. Based on the results of the investigation, a definite root cause that led to the malfunction could not be determined. Olympus will continue to monitor field performance for this device.